Event description:
Complainant alleged that the medics were responding to a call for a reported cardiac arrest that occurred in a nursing home. When the medics arrived on the scene, CPR was in progress on a female pt with a history of hypertension and multiple sclerosis. The pt was pulseless and apneic. The pt had previously "reported feeling poorly earlier, but there was no specific complaint given. When they went to check on pt, they found pt in the above condition." The fire dept had shocked the pt once prior to the medics's arrival. The medics placed the ECG pads on the pt, then placed a multi-function electrodes on the pt. At some point, the pt began presenting a ventricular fibrillation heart rhythm, and the monitor displayed a "poor pad contact" message. The medic placed the hands over the the pads and checked to see if they had become disconnected, but they had not." The medics "then tried to smooth them, but the screen reading was the same." The medics then attempted to defibrillate the pt, but the device would not discharge. The medic changed the displayed leads to lead 2, but without any change in the device display. The medic then successfully defibrillated the pt using the fire dept device. The medic then changed to a fresh set of electrodes, but the device continued to display the same error message. The medics indicted that they were able to monitor the pt's heart rhythm using the ECG electrodes, but not through the multi-function electrodes. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant indicated that subsequent to the event, the facility's biomedical engineering dept determined that the defibrillator used in the event had functioned appropriately.